Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event, it is difficult to determine the exact root cause of the event. However, based on the event description, it is likely that the tissue bag fell off the supports due to the force being applied to the tissue bag during the attempt to unroll the tissue bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: unknown. Detailed description of event: am field member, for epix training session via phone. Inzii universal retrieval system: most complaints received compared to other inzii retrieval systems. The tapered shape is too long in the abdomen. Bag difficult to unroll which results in the bag falling off the prongs when the surgeon pulls to hard with the graspers. Additional information received from ame cd team member by email on 07apr2020: this feedback was noted down in the feedback portal as general feedback given by a field team member via a phone conversation. The feedback described issues that occurred with the inzii 5mm retrieval bag over the past years. Additional information received from field implementation team member by email on 07apr2020: it was general feedback, not a new incident. There are no more details available. Patient status: no incident reported. Type of intervention unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: am field member, for epix training session via phone. Inzii universal retrieval system: most complaints received compared to other inzii retrieval systems. The tapered shape is too long in the abdomen. Bag difficult to unroll which results in the bag falling off the prongs when the surgeon pulls to hard with the graspers. Additional information received from ame cd team member by email on 07apr2020: this feedback was noted down in the feedback portal as general feedback given by a field team member via a phone conversation. The feedback described issues that occurred with the inzii 5mm retrieval bag over the past years. Additional information received from field implementation team member by email on 07apr2020: it was general feedback, not a new incident. There are no more details available. Patient status: no incident reported. Type of intervention unknown.